Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the root cause of the reported issue was due to transistor, designator q8. Q8 was electrically shorted.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue and duplicated it. Stryker replaced the therapy pcb assembly to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.